Event description:
It was reported that a stent had been deployed at 8atm for 120sec (IFU suggests 9atm for nominal pressure). Two weeks later, the pt experienced chest pain, and was returned to the cath lab. At this time, the vessel was totally occluded, and the area was redilated with an unk balloon catheter. The pt received anticoagulation therapy. Later, the films were reviewed of the original procedure, revealing that the stent had appeared underdeployed. No other info was provided.